Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly the customer received a low insulin alert, but did not have time to change the cartridge. The customer went through the load process while still connected to the pump on purpose. The customer used cold insulin and overfilled the cartridge. There was no impact to the customer's blood.